Manufacturer narrative:
Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that after use with a bd eclipse¿ needle the safety mechanism detached. The following information was provided by the initial reporter: (4 of 5 complaints) it was reported that the shield fell off. - the rn heard the shield click and it appeared to be engaged but then it disengaged/flipped down leaving the needle exposed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types and 510k numbers reported to be involved. The information for the additional device type is as follows: medical device type: fmf, common device name: piston syringe, PMA / 510(k)#: k941562. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user area code and initial reporter facility. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that after use with a bd eclipse¿ needle the safety mechanism detached. The following information was provided by the initial reporter: (4 of 5 complaints). It was reported that the shield fell off. The rn heard the shield click and it appeared to be engaged but then it disengaged/flipped down leaving the needle exposed.